Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the housing was deformed and bent on the battery handpiece device. It was further determined during the pre-repair diagnostics assessment that the device failed for check for leakage, check the attachment coupling, check the cannulation, check proper function of the triggers, check the incompatibility with lid of trs recon saw, check of free moving, check falling out protection (steal ring), check fitting of the lids, check function of all modes and for check response of on/off trigger. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.